Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had not recharged the ipg for about 6 weeks because the external charging system had been damaged. The ipg was inoperable and would not communicate with the external device. It was reported the physician was to replace the ipg at a future date.